Manufacturer narrative:
The root cause of the problem was determined to be driver error with a contributing factor of truck liftgate that was utilized was inadequate for the size of the instrument. Although the event occurred in (B)(6), it was reported by (B)(6), an employee of (B)(6).

Event description:
An employee from (B)(4), a beckman coulter service vendor, incurred an injury during the delivery of a clinical chemistry au5800 analyzer. The au5800 unit fell on top of employee while attempting to unload the instrument from the freight delivery truck. The (B)(4) were not using a forklift and were using a pallet jack to move the instrument onto the hydraulic truck lift to lower the unit to the floor. The customer site did not have a loading dock. The ambulance was called and the injured employee was taken to the emergency room (ER) and admitted into the hospital. The employee suffered two fractures on his pelvis, internal bleeding, and injury to his calf. There are no known back or neck injuries. The field service engineer (fse) was informed there should be no long term problems.